Event description:
It was reported that the patient presented with an st elevation acute inferior wall myocardial infarction (mi) with persistent chest pain and classic EKG changes. Coronary angiogram showed total occlusion of the mid right coronary artery (rca). Once the antegrade flow was established with balloon angioplasty, a large proximal aneurismal segment was visualized. The severe lesion distal to this aneurismal segment was stented, establishing normal flow. However, recurrent clot embolizations, originating from the aneurismal segment interrupted the normal flow several times, reinitiating the acute ischemia with EKG changes while the patient was still on the cath table. To cover the aneurysm to prevent further clot embolizations, a 4.5 x 18 mm graftmaster stent was placed across the aneurysm and deployed with one inflation at 13 atmospheres (atm). The stent could not be placed to cover the aneurysm completely. However, it covered the aneurysm neck adequately enough to stop the embolization. The patient was then transferred to the critical care unit (ccu). Within two hours, the patient developed cardiac tamponade and was taken to the or for pericardial blood evacuation. The perforation was felt to be due to wire injury to the aneurysm wall during treatment to the totally occluded vessel, however the graftmaster stent did not completely cover the aneurismal segment. Due to the small nature of the perforation, the angiogram never showed any contrast extravasation and it sealed on its own, as it was small and the anticoagulation was stopped. The patient was discharged home after five days and was subsequently seen in the physician's office after discharge. The patient is reported to be very well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.